Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety / mental anguish"), bacterial vaginosis ("bacterial vaginosis") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection, weight increased, bacterial vaginosis and hypersensitivity outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Discrepancy noted plantiff did not undergo any essure confirmation test. Patient received treatment for : pain , abnormal bleeding, migration , fatigue, weight gain, hair loss, vaginal infection, depression , anxiety diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bacterial vaginosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information added. Event: allergic reaction was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety / mental anguish") and bacterial vaginosis ("bacterial vaginosis") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection, weight increased and bacterial vaginosis outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Discrepancy noted plantiff did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event:bacterial vaginosis were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device'), genital haemorrhage ('general abnormal bleeding') and pelvic pain ('chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression") and anxiety ("anxiety / mental anguish") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection and weight increased outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Discrepancy noted plaintiff did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received - reporter¿s information was updated and new reporters were added. Patient¿s information was updated, essure lot number was provided and insertion date was updated. The event psych injury was updated with new information and recoded to depression, and the events vaginal bleeding and anxiety were added. Furthermore, the events bladder disorder and urinary problem were deleted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times"), heavy menstrual bleeding ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue/tired"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety / mental anguish"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("allergic reaction") and feeling abnormal ("retarded brain fog mode") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection, weight increased, bacterial vaginosis, hypersensitivity and feeling abnormal outcome was unknown and the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Discrepancy noted plaintiff did not undergo any essure confirmation test. Patient received treatment for : pain , abnormal bleeding, migration , fatigue, weight gain, hair loss, vaginal infection, depression , anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: foggy feeling in head. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times"), heavy menstrual bleeding ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue/tired"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression"), anxiety ("anxiety / mental anguish"), bacterial vaginosis ("bacterial vaginosis"), hypersensitivity ("allergic reaction") and feeling abnormal ("retarded brain fog mode") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection, weight increased, bacterial vaginosis, hypersensitivity and feeling abnormal outcome was unknown and the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Discrepancy noted plantiff did not undergo any essure confirmation test. Patient received treatment for : pain , abnormal bleeding, migration, fatigue, weight gain, hair loss, vaginal infection, depression, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: bacterial vaginosis lot number:b76532 manufacture date: 2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / location of device: pelvis / migration of essure device'), genital haemorrhage ('general abnormal bleeding') and pelvic pain ('chronic pelvic pain / increasingly severe pain / physical pain / pain in pelvic area daily, mild to severe at times') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), depression ("depression") and anxiety ("anxiety / mental anguish") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, vaginal infection and weight increased outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (B)(6) 2014). Discrepancy noted plaintiff did not undergo any essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding'), device dislocation ('migration') and pelvic pain ('chronic pelvic pain / increasingly severe pain/ physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain"), rash ("frequent rashes"), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, dysmenorrhoea, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder and weight increased outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, arthralgia, rash, alopecia, abnormal weight gain and fatigue had not resolved. The reporter considered abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, psychological trauma, rash, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noticed regarding essure insertion date (2014 and (B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events dysmenorrhea (cramping), general abnormal bleeding, psych injury, migration, vaginal infection , bladder/urinary problems, weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.